Manufacturer narrative:
The report of pump stoppages was confirmed through the analysis of the submitted system controller log file. The captured events occurred while the system controller was connected to the power module. Based on past experience with the device and similar reported events, the observed pump stoppages could be indicative of a driveline issue; however, a driveline issue could not be confirmed at the time of the event as the device was not available for evaluation. The patient was provided with a non-grounded patient cable for use with the power module and remained ongoing on lvad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years, 5 months. The patient remains ongoing on lvad support with the device and a non-grounded patient cable for use with the power module. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that after over 2 years of support, alarms occurred while the patient was asleep. Once awake, the alarms were no longer visible. System controller history interrogation revealed pump stoppages on (B)(6) 2017. It was reported that the complete device history data could not be retrieved. A small nick in the driveline was also observed. The patient was asymptomatic. On (B)(6) 2017, an external driveline evaluation was performed by the manufacturer¿s technical services representative. The system controller log files were downloaded and pump stoppages were confirmed. The device passed electrical continuity testing, and the alarms were unable to be reproduced when palpating the external portion of the driveline, or while the patient performed body movements. The outer silicone jacket adjacent to the distal end bend relief revealed a small worn-through area that although the shielding looked more distressed than the rest of the driveline, the area appeared normal given over 2 years of normal use wear and tear. There were no indications of arcing or a short to shield condition. No issues occurred when this area was manipulated again more vigorously while the device was powered with a grounded patient cable and power module. The healthcare professionals opted to provide the patient with an ungrounded power module patient cable. No additional information was provided.